Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The issue is that a leak occurs at the connection point between the j-loop and the catheter.

Event description:
Customer response on (B)(6) 2025. For (B)(4): 1. Can you please provide an exact date of event in format mm-dd-yyyy? 10/28/2025 2. Can you please provide the lot number associated with reported issue? Unavailable 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. IV leaked during coronary cta small amount of saline. IV opened at the connection of the IV catheter and tubing, area under the tegaderm in the rt ac. After connecting with the CT after we spoke with you this afternoon, it turns out it is the connection between the j-loop and IV catheter site. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No

Manufacturer narrative:
Additional information added in b tab investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.